Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified shunt in a limb. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a mustang balloon catheter. An examination of the balloon found a longitudinal tear in the balloon material. The tear stretched over the proximal markerband for a total length of 4mm. A visual and microscopic examination found no damage to the proximal markerband which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified shunt in a limb. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.